Manufacturer narrative:
Product analysis: the product specimen has not been received for device evaluation; however, its return is expected. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic aortic valve, a valve leaflet was torn by forceps upon implant. The valve was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device arrived dry in a small specimen container wrapped in a yellow biohazard bag in the original outer product packaging box. The valve was discolored showing evidence of blood contact. The valve appeared distorted and oval shaped. All leaflets were slightly stiff but flexible. This was expected since the valve went through decontamination process that included a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. The non-coronary and left cusps appeared intact. A tear from one commissure extending along the lunula of the right cusp appeared consistent with a puncture or laceration by a sharp instrument such as forceps. Conclusion: based on the received information and analysis results of the returned device, the clinical observation of a tear was confirmed. Per medtronic inspection procedures, each valve is inspected for distortion/damage, and this valve passed the inspection prior to release for distribution. Therefore, there is no intrinsic evidence to suggest the cuspal tear is related to manufacturing. While a definitive root cause could not be determined; according to the reported information, the leaflet was torn by forceps on implant. Accidental damage cause cuspal tear is addressed in the current risk management file. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.